Event description:
The customer reported that the device was alarming and not recognizing the battery. This symptom could prevent the delivery of therapy and is therefore reportable. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device was alarming and not recognizing the battery. This symptom could prevent the delivery of therapy and is therefore reportable. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.